Manufacturer narrative:
The user experienced hypoglycemia with altered mental status after infusion set detachment and not eating while using the ilet with cgm unavailability due to freestyle libre 3+ sensor expiration. This situation can result in inadequate glucose management and hypoglycemia requiring third-party intervention and is consistent with the observed ems response and emergency department treatment with IV dextrose. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports an undetermined cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On 09-dec-2025 the reporter reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 50 mg/dl following infusion set detachment and not eating. The user was transported to the hospital by ems where the user was treated with IV dextrose and discharged (B)(6) 2025. No long-term health effects were reported.